Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics, university of south florida, USA ¿. The title of this report is ¿cephalomedullary nail fixation of intertrochanteric femur fractures: are two proximal screws better than one? ¿, published on november 01, 2017, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: 10.1097/bot.0000000000000967. This report includes an analysis of the clinical data that was collected on 413 patients. The cases in this study range from february 2005 to june 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 4 patients experienced catastrophic failures.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged catastrophic failure could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics, university of south florida, USA ¿. The title of this report is ¿cephalomedullary nail fixation of intertrochanteric femur fractures: are two proximal screws better than one? ¿, published on november 01, 2017, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at doi: 10.1097/bot.0000000000000967. This report includes an analysis of the clinical data that was collected on 413 patients. The cases in this study range from february 2005 to june 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 4 patients experienced catastrophic failures.

Manufacturer narrative:
Correction: please refer to b2 outcomes attributed to ae.